Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the saber percutaneous transluminal angioplasty (pta) balloon catheter burst. There was no patient injury. The saber pta balloon was replaced with a same sized competitor's new balloon and the procedure was completed. A retrograde approach was made from the left femoral artery. A competitor's guidewire crossed the lesion. A saber pta was flushed as per the instruction for use (IFU). The saber pta was inserted and attempted inflate. However it ruptured within its nominal pressure and removed from the patient body. The lesion was the left common iliac artery. The lesion was 2cm eccentric calcification which has 99% stenosis. It seems that the saber pta was hit by the calcification and it was ruptured. The device was discarded in the hospital. The patient had no infectious disease. No other information was provided.

Manufacturer narrative:
During use, the saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure and removed from the patient body. There was no patient injury. The lesion was the left common iliac artery with two cm eccentric calcification which had 99% stenosis. It appears the saber pta was hit by calcification and ruptured. The saber pta balloon was replaced with a same sized competitor's new balloon and the procedure was completed. A retrograde approach was made from the left femoral artery. A competitor's guidewire crossed the lesion. A saber pta was flushed per the instruction for use (IFU). The patient had no infectious disease. The product was not returned for analysis. A product history record (phr) review of lot 17662421 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of eccentric calcification with 99% stenosis may have contributed to the reported event as calcification is known to cause damage to balloon material. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.